Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was tightly folded. The tip, hypotube, inner and outer shafts were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube and distal shaft, with a separation at 68 cm form the strain relief. The ends of the separation were oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.

Manufacturer narrative:
Describe event or problem updated. Bsc ID: (B)(4), tw: (B)(4).

Event description:
It was further reported that during advancing, the shaft broke. The device was completely removed from the patient.